Event description:
It was reported that the pt had a primary hip replacement surgery on the right hip on (B)(6) 2011. Pt was revised on (B)(6) 2012 due to loosening of the stem and cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00822.